Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the right atrial lead exhibited noise auto mode switch episodes due to noise oversensing. No intervention was performed. The patient will continue to be monitored.